Manufacturer narrative:
Batch review performed on 18 december 2018: lot 181671: (B)(4) items manufactured and released on 18 july 2018. Expiration date: 2023-07-03. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
After the surgery the surgeon detected a distal femur fracture. The same day the patient was reoperated and the stem was replaced successfully using a competitor device; the femur was cabled. The primary surgery had been normally carried out until the use of size 3 broach, which stood proud; the surgeon decided to use flexible reamers then broach 2 then broach 3 until the calcar of the femur size was reached. At this stage he performed an rx and everything was ok, without any sign of fracture and the choice of implants was done (amistem-h std 3 collared). When implanting the prosthesis nothing abnormal happened and during the reduction everything went well. Only at the end of the rx control post-operation the distal slit appeared.